Event description:
It was reported that their green and blue cables are starting to crack. There was no patient consequence reported. The customer noticed the cables after the case.

Manufacturer narrative:
Evaluation summary: based upon the inquiry information received visual and functional examination: the unit was found to require the green cable to be replaced. The device was functionally tested, met all product requirements and returned to the customer.